Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. Due to the morphology of the laa, the transeptal puncture (tsp) axial direction was high. When maneuvering the was through the tsp, the proximal end of the was sheath became kinked. Difficulty was experienced deploying the closure device and the was required reshaping due to the kinks that had occurred. The closure device was deployed and released and the procedure successfully concluded. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) without the dilator. The hub, sheath, and device tip were visually and microscopically examined. Inspection found kinks in the sheath 35cm and 40cm proximal of the device tip and 4-6cm distal of the strain relief. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed, using a watchman laa closure device with delivery system (wds), and a watchman access system (was) double curve. Due to the morphology of the laa, the transeptal puncture (tsp) axial direction was high when maneuvering. The was through the tsp, the proximal end of the was sheath became kinked. Difficulty was experienced deploying the closure device. And the was required reshaping, due to the kinks that had occurred. The closure device was deployed and released. And the procedure successfully concluded. No patient complications were reported.